Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are under filling. "Our 3 ml k2 edta tubes are not filling properly. They are filling very short. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes were functionally tested and the customers indicate failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are under filling. "Our 3 ml k2 edta tubes are not filling properly. They are filling very short. "